Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/15/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that the smarttouch thermocool catheter stayed deflected and did not return to its original position. It was also reported that the force reading stayed ungenged after every ablation, requiring to be re-zeroed after every ablation. The issue was resolved by changing the catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available at present, this complaint is assessed as MDR reportable as deflection stuck issue could potentially cause vessel damage or cardiac structure damage during forceful withdrawals.

Manufacturer narrative:
The device history record (DHR) for the lot number 17344747m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
(B)(4). It was reported that the catheter stayed deflected and would not return to its native conformation. It was also reported that the force reading would stay locked after every ablation, requiring them to re-zero after every ablation. The catheter was replaced and the issue resolved. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. A deflection test was performed and the catheter passed. Catheter returned to the normal position once the deflection knob was released during the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.